Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the sipper nozzle was not secured properly. The fse secured the sipper nozzle. The system was operating with no errors and qc was acceptable. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) on a cobas 8000 ise 1800 module. The initial result was 123 mmol/l. The sample was repeated on a different ise module with a result of 130 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The cobas ise module serial number was (B)(4).